Manufacturer narrative:
(B)(4). Lifter. The analysis results showed that one device was returned with the nose open; however the nose weld was noted to be sufficient. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hernia repair procedure the device was fired and no staples deployed. The surgeon checked the device and the device was completely empty. A competitor's device was pulled to complete the case with no patient consequence.